Event description:
The complainant alleged that during biomed testing, the device did not respond to the external paddles' control switches. The complainant indicated that there was no pt involvement in the reported malfunction.